Event description:
It was reported that a patient who underwent a breast augmentation revision with a mentor memorygel, 375cc silicone prosthesis experienced left sided silent rupture post procedure. As a result, patient scheduled for bilateral removal on (B)(6) 2023.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: silent rupture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Coding was reviewed by a clinician on dec-07-2023 per 100553403 and 100553401 with the available information about the reportable event. Removed pec ¿ adverse event and added pec - wrinkles/ripples (post implant) manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Per additional information received on november 15, 2023 indicated that the patient not having a rupture. The report indicated that the doctor performed surgery, and found the implant to be wrinkled without a rupture, they corrected the implant and placed it back into the patient. Per mentor IFU, this device is for one time use only and should not be re-implanted. Therefore, this is use error. Manufacturer¿s reference number:.(B)(4).